Event description:
Procedure type: lobectomy. According to the reporter: during firing of a purple 60mm tri-staple reload across a segment of the lung, the staple line was only partially correctly formed. This caused bleeding that was not expected and extended the procedure by more than 30 minutes. The fault meant that an additional segment of the lung had to also be removed. The same endo gia gun was subsequently used successfully with new reloads. Patient status - good, discharged.

Manufacturer narrative:
(B)(4).